Event description:
New information received indicated that undersensing was also noted on the right ventricular (rv) lead.

Manufacturer narrative:
The reported event of no capture, decreased r waves, and undersensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that a decrease in r waves and no capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.